Manufacturer narrative:
Concomitant medical products: pravastatin, zolpidem, clonidine, sennosides, metoprolol, gabapentin, insulin, amlodipine, aspirin, calcium acetate, dulcolax, labetalol, simethicone, tramadol, norco, flexeril and chlorthalidone. Additional information received indicates the procedure performed on (B)(6) 2015, was to treat a newly identified thoracoabdominal aneurysm located within an untreated segment of the descending thoracic aorta. Further, no additional fenestrations or evidence of endoleak or device migration were noted within the previous area of treatment. As the additional information received does not indicate there is a complaint against the gore ctag device, medwatch #2017233-2015-00550 will be retracted.

Event description:
On (B)(6) 2010, the patient underwent treatment of an acute complicated type b aortic dissection with a conformable gore tag thoracic endoprosthesis. It was reported the 28 cm. Length dissection involved the superior mesenteric artery and right renal artery which were all noted to be perfused by the true lumen. The dissection also involved the inferior mesenteric artery, left renal artery and the left common iliac artery which were all reported to be perfused by the false lumen, with the celiac artery being perfused by both the true and false lumens. Further, evidence of dissection complications included renal and lower extremity malperfusion. On (B)(6) 2012, follow-up computed tomography angiography (cta) imaging showed no evidence of postsurgical changes in the area of the endovascular repair of the aortic arch and proximal descending thoracic aorta. Reportedly, no additional fenestrations, endoleaks or device migration were noted within the previous area of treatment. Occlusion of the left subclavian artery at the origin was noted and new fusiform aneurysmal dilation (diameter ~ 5.1 cm) was identified within the untreated segment of the descending thoracic aorta. The descending thoracic aorta dissection flap was reported to begin at the distal aspect of the endovascular device and extend distally through the abdomen and into the left common iliac artery. Evidence of false lumen patency from the level of the celiac artery to the bifurcation of the left common iliac artery was also identified. On (B)(6) 2012, a left subclavian to left common carotid transposition with lumbar drain placement was performed to address the possible risk of spinal cord ischemia and the patient's reported symptoms of left arm claudication (date of onset unknown). On (B)(6) 2012, an open repair of the newly identified thoracoabdominal aneurysm was performed, whereby a 26mm cosell taaa graft was sewn into the distal end of the existing ctag device and the suture line secured with bioglue. Reportedly, the physician believes a chronic type b dissection with multiple fenestrations and false lumen perfusion at the level of the multiple intercostal/lumbar vessels, the celiac, the superior mesenteric and inferior mesenteric arteries caused the new thoracoabdominal aneurysm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the aneurysm enlargement could not be determined with the provided information. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent treatment of an acute complicated type b aortic dissection with a conformable gore® tag® thoracic endoprosthesis. Reportedly, the left subclavian artery (lsa) was completely covered and the left common carotid artery (lcca) was partially covered during the implant procedure. Final angiography reportedly confirmed delivery of the device into the true lumen. No issues with the implanted device were reported and the patient tolerated procedure. On (B)(6) 2012, follow-up imaging identified aortic aneurysm growth of greater than 1.5 cm over an eighteen month period of time. On (B)(6) 2012, the patient underwent a left carotid to subclavian bypass, lumbar drain, and surgical repair of the thoracoabdominal aneurysm. Final angiography showed complete resolution of the aneurysm and the patient tolerated the procedure.